Manufacturer narrative:
(B)(4). Device is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The device was investigated in (B)(4) repair centre. The issue was not confirmed. Electrical safety test passed. Power cord was in good condition, without any damage. The device was tested using multi meter, electricity on device housing was not found. After opening the device all grounding points were measured. All readings were below 0.2 ohms, which is in range. Empirical eclectic shock test was done, without any shock experiences or observations. Device was fully tested and calibrated during evaluation. The root cause of complaint was not determined. Device works like intended.

Event description:
This is a report received by baxter (B)(4). The patient reported the electric shock on her device when touched during patient use. The patient wanted to swap the homechoice device. No clinical impact on the patient was reported.